Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedances out of range as high as 2278 ohms. Technical services (ts) reviewed and stated that, with no other evidence, the rv lead was failing. It was observed that this patient is due for a generator change in one year approximately. Health care professional (hcp) mentioned they will increase the in-office monitoring until this generator change. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.